Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) exhibited infection with sepsis. As on this time, all available information indicates that the s-ICD and the lead were still in service while the previously capped lead remained capped. There were no adverse patient effects reported.